Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that 5 months after a primary procedure with trigen meta-nail retrograde femoral nail for a prophylactic nailing of impending pathologic fracture, the patient underwent a revision surgery to remove one distal locking screw due to local irritation. The patient's union / correction was confirmed radiographically at 5 months postop. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.

Event description:
It was reported that 5 months after a primary procedure with trigen meta-nail retrograde femoral nail for a prophylactic nailing of impending pathologic fracture, the patient underwent a revision surgery to remove one distal locking screw due to local irritation. The patient's union / correction was confirmed radiographically at 5 months postop. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
Internal complaint reference: (B)(4).